Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, opening, crease fold. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify, a striated edge opening and sharp in the posterior side. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: a striated edge opening on posterior side, due to surgical damage. A sharp opening on posterior edge assessed, as an unidentified (tear) opening.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.